Event description:
It was reported that three days following a laparoscopic colon procedure, the anastomosis was insufficient. No further information is currently available. Reoperation was done to sutures the anastomosis.